Manufacturer narrative:
(B)(4).

Event description:
The pt brought her laptop right next to the deep brain stimulator site. The neurostimulator turned off. The pt's husband was able to turn the device back on using the programmer. The pt also heard a buzzing in her head. The hcp was aware of the symptom. The pt had an appointment to visit the hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.